Event description:
It was reported that during central processing, frayed wires were noted on the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken grip cable. One grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. Cable segment sticks out at the wrist. Other cables at the wrist are not damaged. Additional finding not reported by the site are indentations on pulley. There are big and small indentations on the same pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.